Event description:
The patient presented in clinic with asystole. Interrogation of the device revealed oversensing due to crosstalk resulting in pacing inhibition. The patient was pacemaker dependent, therefore, the device was explanted and replaced. Furthermore, the lead was capped and replaced as it was unknown which product was the root cause of the event. The patient was stable. Related manufacturer report number: 2017865-2022-01362.

Manufacturer narrative:
The reported events of loss of pacing and oversensing were not confirmed. As received, the device telemetry and output were normal. Malfunction based on analysis was found. Visual inspection of the header attachment area detected a bonding anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at elective-replacement level. Longevity assessment was performed, and device passed projected longevity. Feedthrough dye-leak test was performed, indicating no sign of hermeticity breach. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.